Event description:
The affiliate indicated that the package was labeled as mini complex fill (lot 13368499) a helical coil was supplied. It was used in a pt, who has not been injured. His condition is ok. No adverse event was noted. The physician would like to have our confirmation immediately, that the coils in his consignment stock are correctly labeled, so that he may use them without any risk (pls. See attached list). In addition, a picture of the mini complex fill label and the product was supplied. The user is not really an experienced user of this type of device. We have been reviewing complex fills and helical coils, and the picture provided in the file. The coil looks more like a complex fill than a helical. We showed the picture to experienced associates without telling them that this was a complaint, and all said it was a mini complex fill. In addition, a helical coil lot was not made within 2 weeks before or 2 weeks after the lot in question. Prior to removing the device, the product box was sealed. The packaging is also being returned. Other than the reported event, no other damages were noted on the coil (unraveled/stretched) or delivery system. Prior to shipping, no other issues were noted with any part of the products being returned. No further information is available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.